Manufacturer narrative:
The device was returned to a zoll approved service provider for evaluation. The customer's report was duplicated and attributed to a resistor on the ac charger. The ac charger was replaced to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The device was returned to a zoll approved service provider; the customer's report was observed and the ac charger was replaced. The device was recertified and returned to the customer. The ac charger was returned to zoll medical united states; the report was duplicated and attributed to the ac charger. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.